Manufacturer narrative:
Additional information is provided in sections h.6 and h.10. A service record (sr) was opened but it was cancelled at the request of the customer as they believe the issue to be due to a bad handpiece. No onsite assessment was completed and no further issues have been reported. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. Data will continue to be monitored for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic operating console had no phacoemulsification power. The phacoemulsification handpiece had been changed out and the machine was rebooted, but the issue persisted. The procedure details and patient impact have not been provided. Additional information has been requested but none received.